Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 8f, 23f, proglide suture (x1), clopidogrel. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal endoprosthesis procedure. Reportedly, no suture was present when the plunger was removed. The sutures of two proglide devices were successfully preplaced prior to the abdominal endoprosthesis procedure. The sheath was upsized to 23f and the abdominal endoprosthesis procedure was completed. Only one of the preplaced devices was used to attempt to achieve hemostasis. A cut-down procedure was performed and hemostasis was achieved by manual suturing of the vessel. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.